Manufacturer narrative:
G4:05jan2021. B4:11jan2021. The field service engineer (fse) evaluated the device and could not confirm the reported failure. The (fse) was informed by the customer that the issue occurs intermittently. Thus, the gds was replaced to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jan2021. B4: 18jan2021. Additional information was received, there's no patient involvement, no user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09dec2020 b4: (B)(6) 2021. The field service engineer (fse) confirmed the reported issue. The (fse) replaced the gas delivery system (gds) to resolve the issue. The unit passed verification testing and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported error pressure sensor zero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no patient or user harm reported.